Event description:
During a persistent atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after insertion of non-bsc device though the sheath, it was noted that a st elevation and air embolism occurred. Atropine was given and the patient was cardioverted. The st elevation normalized after this. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
Correction to h10 impact code: removed f12 serious injury/ illness/ impairment. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a persistent atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after insertion of non-bsc device though the sheath, it was noted that a st elevation and air embolism occurred. Atropine was given and the patient was cardioverted. The st elevation normalized after this. The device is not expected to be returned as it was disposed.